Event description:
Reporter indicated that patient experienced an increase in blood pressure a few weeks post-implant. It was reported that there was no environmental stimulus (stress) or weight gain that may have contributed to the patient's elevated blood pressure but that the patient was placed on escalating doses of trileptal around the same time the blood pressure elevation was noted. Treating epileptologist has instructed the patient to purchase a home blood pressure machine and record their pressures twice daily. Epileptologist plans to monitor the patient's blood pressure and to temporarily discontinue stimulation if it does not return to normal. If discontinuing stimulation does not improve the patient's blood pressure, then epileptologist may lower the patient's trileptal dosage in an attempt to stabilize blood pressure and/or add an agent to the patient's drug regimen to lower blood pressure.